Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performedthe serial number provided by the customer in the initial report was deemed invalid upon extended investigation and therefore section d4 has been updated to unk.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received a sensor scan result of 180 mg/dl compared to an hcp meter reading of 460 mg/dl. The customer experienced symptoms of tiredness and nausea and was diagnosed with hyperglycemia. The customer self-treated with insulin in addition to hcp administration of insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre sensor, having received a sensor scan result of 180 mg/dl compared to an hcp meter reading of 460 mg/dl. The customer experienced symptoms of tiredness and nausea and was diagnosed with hyperglycemia. The customer self-treated with insulin in addition to hcp administration of insulin for treatment. There was no report of death or permanent impairment associated with this event.